Event description:
A report was received that the patient was having difficulty charging and was not receiving stimulation. X-rays confirmed the ipg had flipped in the pocket. The patient will undergo a revision to flip the ipg back to it's original position.

Manufacturer narrative:
Additional information was received that the patient was able to successfully charge the ipg after the pocket revision.

Event description:
A report was received that the patient was having difficulty charging and was not receiving stimulation. X-rays confirmed the ipg had flipped in the pocket. The patient will undergo a revision to flip the ipg back to it's original position.